Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recx2838 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the metal handle of extension tube was ruptured. The device was not used on a patient. No other information was provided.

Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken latch is confirmed; however, the exact cause is unknown. One 4 fr groshong nxt two-piece connector was returned for evaluation. An initial visual observation showed the connector was not returned assembled and one of the locking arms of the proximal connector piece was observed to be missing. The missing locking arm appeared to have broken off at its base. A microscopic observation revealed the fracture surface of the broken locking arm was angular, but mostly flat with a somewhat rough surface texture. The surface of the grey plastic of the proximal connector piece adjacent to the locking arms was observed to be somewhat uneven with what appeared to be slight pitting in the material. No damage was observed on the exterior of the distal connector piece. An attempt was made to replicate the observed failure on the proximal piece of a non-complaint groshong nxt two-piece connector; however, the locking arm of the non-complaint sample bent, stretched, and plastically deformed but did not break in a relatively clean, brittle manner as the returned sample appeared to have failed. The exact cause of the break in the nxt connector is unknown; however, possible causes of the observed break include exposure to incompatible chemicals and environmental factors such as exposure to excessive heat and/or ultraviolet light.

Event description:
It was reported that the metal handle of extension tube was ruptured. The device was not used on a patient. No other information was provided.